Manufacturer narrative:
Product investigation is in progress. No failure could be identified as a result of the lot code investigation completed on january 12, 2023. An investigation is in progress for returned product received on march 7, 2023.

Event description:
Pain in the (lower abdomen) and pelvic area (as well as burning in the vaginal area) [pelvic pain]. (Pain in the lower abdomen and pelvic area) as well as burning in the vaginal area [vulvovaginal burning sensation]. Pain in the lower abdomen (and pelvic area as well as burning in the vaginal area) [abdominal pain lower]. Falling apart inside- vagina [foreign body in reproductive tract] pulled it out...tampon was falling apart [complication of device removal] . Tampon falling apart [device breakage]. Case narrative: consumer reported via phone that tampon broke inside her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation correction: lot code added.

Event description:
Pain in the (lower abdomen) and pelvic area (as well as burning in the vaginal area) [pelvic pain]. (Pain in the lower abdomen and pelvic area) as well as burning in the vaginal area [vulvovaginal burning sensation]. Pain in the lower abdomen (and pelvic area as well as burning in the vaginal area) [abdominal pain lower]. Falling apart inside- vagina [foreign body in reproductive tract]. Pulled it out...tampon was falling apart [complication of device removal]. Tampon falling apart [device breakage]. Case narrative: consumer reported via phone that tampon broke inside her. No serious injury reported.

Event description:
Pain in the (lower abdomen) and pelvic area (as well as burning in the vaginal area) [pelvic pain]. (Pain in the lower abdomen and pelvic area) as well as burning in the vaginal area [vulvovaginal burning sensation]. Pain in the lower abdomen (and pelvic area as well as burning in the vaginal area) [abdominal pain lower]. Falling apart inside- vagina [foreign body in reproductive tract]. Pulled it out. Tampon was falling apart [complication of device removal]. Tampon falling apart [device breakage]. Case narrative: consumer reported via phone that tampon broke inside her. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pain in the (lower abdomen) and pelvic area (as well as burning in the vaginal area) [pelvic pain] (pain in the lower abdomen and pelvic area) as well as burning in the vaginal area [vulvovaginal burning sensation] pain in the lower abdomen (and pelvic area as well as burning in the vaginal area) [abdominal pain lower] falling apart inside- vagina [foreign body in reproductive tract] pulled it out...tampon was falling apart [complication of device removal] tampon falling apart [device breakage] case narrative: consumer reported via phone that tampon broke inside her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pain in the (lower abdomen) and pelvic area (as well as burning in the vaginal area) [pelvic pain]. (Pain in the lower abdomen and pelvic area) as well as burning in the vaginal area [vulvovaginal burning sensation]. Pain in the lower abdomen (and pelvic area as well as burning in the vaginal area) [abdominal pain lower]. Falling apart inside- vagina [foreign body in reproductive tract]. Pulled it out...tampon was falling apart [complication of device removal]. Tampon falling apart [device breakage]. Case narrative: consumer reported via phone that tampon broke inside her. No serious injury reported.